Event description:
It was reported that the fluid drain valve was broken at bottom of unit. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 25-oct-2025. H3: one device was returned with the allegation that the valve was not draining. The returned device was inspected the customer reported issue was confirmed. The valve was clogged, causing the drainage issue. The blockage in the valve was cleared, restoring proper drainage, and the issue was resolved. The unit passed all testing criteria after the repair.